Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. Upon visual inspection, empty package on one blister strip where the needle product is absent from the photos and black foreign matter on one of the unit packages was observed; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From photos, black foreign matter in one unit package was observed; however, there is no samples returned to determine the foreign matter type. Root cause could not be determined. Regarding the empty package, the secondary packaging process was reviewed. At the secondary packaging machine, there is a weighing machine to detect and auto reject shelf carton that are underweight or overweight. If the shelf carton is underweight, there is a tendency of having empty blister packs inside the carton and the production technician is required to remove the empty package, replace with a new package and run through the weighing machine again. Probable cause could be the production technician had failed to remove the empty package and replace with a new package part. H3 other text : see h.10.

Event description:
It was reported that hair-like foreign matter was found in the needle 25g 5/8in packaging before use. This occurred on 10 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "before using the product, the customer found that there was foreign matter which was similar to hair in the minimum package of the product, and there was no product in the the minimum package and it was empty."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair-like foreign matter was found in the needle 25g 5/8in packaging before use. This occurred on 10 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "before using the product, the customer found that there was foreign matter which was similar to hair in the minimum package of the product, and there was no product in the minimum package and it was empty."